Event description:
It was reported by plaintiff¿s attorney that the plaintiff was implanted with a monarc subfascial hammock and another MFR¿s device on or about (B)(6) 2005 to treat her pelvic organ prolapse. Plaintiff¿s attorney alleged plaintiff suffered serious bodily injuries, including extreme pain, bladder spasms, continued urinary incontinence, erosion of her internal bodily tissue, permanent injuries, disability, and pain and suffering.

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.